Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the drill bit ø2.5 calibr l230/205 3flute (part #: 315.920, lot #: f-26223) was received at us cq. Visual inspection of the complaint device showed that the tip was slightly nicked and cutting edges were not sharped. No other defect was observed. Functional test: a functional assessment was not performed with the complaint device due to the post manufacturing damaged observed on the complaint device. Dimensional inspection: no dimensional inspection was performed due to the complaint condition. Document/specification review: relevant drawing (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the distal tip of the drill bit was found to be slightly nicked and cutting edges were not sharped. This condition could impact the device functionality to drill through; hence the complaint is confirmed. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 315.920, lot: f-26223. Manufacturing site: (B)(4). Supplier: sphinx werkzeuge ag. Release to warehouse date: 04 march 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021 the drills bits were dull and did not cut. The depth gauge was bent at the tip and this makes it difficult to measure the screws. Surgery performed without adverse events in the patient. There was no surgical delay or harm to the patient. During manufacturer's investigation of the returned drill bit ø2.5 calibr l230/205 3flute it was observed that the tip was slightly nicked and cutting edges were not sharped. This report is for one (1) 2.5mm three-fluted drill bit qc/230mm/200mm calibration . This is report 5 of 5 for complaint (B)(4).